Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 500 mg/dl. The infusion set site was changed and a bolus was delivered to address the high bg. The contact was not sure what caused the high bg and thought that it may be related to the infusion set site. However, no specific issue was reported. Tandem technical support advised the customer to discuss the event with a healthcare provider.